Event description:
Received notice of potential claim from patient. A set of incomplete medical records are provided which indicate post operatively, claimant suffered ¿rectal pain¿ and was ¿unable to void". According to the information provided, the patient underwent a pph procedure and a procedure to treat a rectocele on the same day.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.